Manufacturer narrative:
Concomitant medical products: product ID: 377845, lot# v004320, implanted: (B)(6) 2006, product type: lead. Product ID: 377845, lot# v004320, implanted: (B)(6) 2006, product type: lead. Product ID: 3708120, serial# (B)(4)implanted: (B)(6) 2006, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The consumer reported a sudden pain at the implantable neurostimulator (ins) site that started out of nowhere and had stopped. The pain started softly and then increased until it was very very strong. This pain came out of nowhere. It would turn into a shooting pain like a muscle spasm. The patient said it felt like battery acid was burning in the ins site. It was noted the patient told the doctor and the doctor did not seem worried about it at all. The pain faded away and seemed to have resolved itself and he was no longer in pain. There were no positional movements, traumas or falls that could have been related to this issue. The patient said he did not bump it or bump into anything. Relevant medical history included non-malignant pain.